Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the concentration checks had not been implemented during reprocessing . It was found that the facility did not routinely perform concentration checks, and acecide was replaced after 5 days had passed. There was no report of patient harm, no injury reported due to the event.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. A definitive root cause could not be identified. Based on the results of the investigation, and from the information obtained from this complaint and the investigation results, the most probable cause is cause traced to user. The event can be prevented by following the instructions for use which state: phenomenon 1: ¦8.1 how to tell the alarm or abnormality and how to handle phenomenon 2: ¦3.9 check the density of the disinfection solution. Olympus will continue to monitor field performance for this device.